Event description:
The customer reported that a therapist was demonstrating the electron cone collision interlock to a patient to calm them of the fear of collision when he noticed, it was not working. He then tested all cones and found them all not working. There were no injuries involved.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.